Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. Then insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. The family member stated that the customer's bgs were good all day. However, family member did not realized how high were bgs and customer were already throwing up. The customer was taken to the emergency room. Family member stated that the customer has received. No delviery alarms in the past, but the customer did not receive any alarms last night. Pump passed all tests. Although, the family member believes that it could have been a partial occlusion, which is why the pump did not give a no delivery alarm.